Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set leaked at the filter. The following information was provided by the initial reporter: smart site extension set with 0.2 micron low protein binding filter - leak at the filter.

Manufacturer narrative:
H6: investigation summary the customer reported the product leaked at the filter, and returned one used sample of material 20027e. The sample was primed with water and the leak at filter was confirmed. The filter front and back pieces appear to be assembled at an offset, so that there is a gap in between them. The product was sent to the supplier for further investigation. The supplier found the root cause for the offset to be an operational error, and a quality alert was issued to address the issue. This was the first and only reported misalignment failure over the past 12 months. A device history record review could not be performed on model 20027e because the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite extension set leaked at the filter. The following information was provided by the initial reporter: smart site extension set with 0.2 micron low protein binding filter - leak at the filter.